Manufacturer narrative:
The reported malfunction was observed during review of the activity logs. However, after the device was disassembled to isolate the root cause, excessive water ingress was observed and it is unknown the source of the origin. The device was determined to be unrepairable and returned to the customer labeled "not for clinical use". No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test for defib. Complainant indicated that there was no patient involvement in the reported malfunction.